Event description:
It was reported that pump displayed malfunction alarm code Malf 12, with no events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if alarm appeared again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone 15 Pro Max / Unknown / iOS 26.1.